Event description:
Customer reported via phone call to have received excessive unexpected restart alarms. Customer also reported to have received excessive program alarm anomaly and then experienced a constant tone from insulin pump. Customer's blood glucose was 289 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty components at interface board. Unable to verify a13, a21 errors alarms or perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test and displacement test due to blank display. No unexpected audio or beep anomalies noted. No cosmetic damage noted.